Event description:
The manufacturer was informed of this event through patient tracking. Based on the information on the patient registration form, the perceval s valve size 23 which was implanted on (B)(6) 2019 was explanted on (B)(6) 2020 and a new pvs23 were implanted in the same day. No allegation of the serious injury or device malfunction has been received from the hospital regarding this event.

Manufacturer narrative:
No information about device availability and disposition.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the limited information available, it is not possible to establish a definite root cause of the event. However, from the manufacturing and material records review performed no manufacturing deficiencies were identified. Should further information be received the manufacturer will re-visit the case and update the reporting activity as applicable.